Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Reported issue: on july 18, 2019, it was reported that the device was overheating. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was november 19, 2018 where it was reported that the device needed preventative maintenance and the bearings were replaced. This is not a related issue. Device evaluations results/investigation findings: product review of the electric dermatome on july 25, 2019 revealed that the motor was running erratically. The calibration was out of specifications at the zero setting only and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on july 25, 2019 which included replacement of the needle bearing, bearings, spring seal, seal/strain relief, o-ring, plug harness assembly, switch, and motor. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the cause of the reported event was due to the motor that was noted to be running erratically. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device was overheating. The event occurred during surgery and there was no harm and no delay reported. No adverse events were reported as a result of this malfunction.